Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an implant procedure. The atrial lead failed to sense and exhibited low out of range pacing impedance after physician sutured the suture sleeve. An insulation breach caused by the tightened sutures was suspected. Lead was exchanged for another. Patient was stable after the event.